Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient experienced a series of critical alerts from the cgm. At approximately 11:30 am, the receiver began emitting persistent beeping, indicating low and critical glucose levels. No blood glucose meter (bgm) verification was performed at that time. The cgm value was not reported. By 12:30 pm, the patient had arrived at a dental clinic, where the cgm continued to alarm. Due to the absence of a glucometer, the attending dentist advised immediate transfer to the emergency room (ER). The patient presented to the emergency room between 2:30 and 2:45 pm, where a capillary blood glucose test revealed a reading of 356 mg/dl. The cgm value was not reported. Fast-acting insulin was administered. Despite the elevated glucose level, the patient reported no symptoms and remained clinically stable throughout the episode. By 4:00 pm, glucose levels had returned to within normal range. The patient could not recall the exact cgm or bgm readings at that time but was informed by medical staff that the values were within acceptable limits. At the time of the report, the patient was doing fine and in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.